Event description:
User facility alleges that they engaged the needle into the needle protection. When they went to dispose of the unit into the sharps container the needle was bent. Noted blood from left thumb. Treatment was needed.